Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/13/2020.

Event description:
The customer reported a carbon dioxide sensor alarm. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed that the unit was alarming for carbon dioxide repeat inhalation. The fse booted the unit into diagnostic mode and checked the unit's logs. An error code was confirmed which is associated with the reported issue. The fse diagnosed the unit with a gas module failure. There was no patient involvement. The fse replaced the air flow sensor assembly to resolve the reported issue. After this repair, the fse performed pressure testing and confirmed that the device had returned to full functionality.